Event description:
Customer reported that she changed the infusion set and reservoir about four times and her blood glucose was not going down. Customer stated that the insulin pump says it is delivering but when she disconnects and tries to do prime, no insulin exits the tubing. Blood glucose value was 258 mg/dl; treated with manual injection. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. No error alarms found in the history. Customer checked the cannula and stated that something was stuck to it maybe tissue. Her blood glucose went from 306 to 258 mg/dl after a bolus but after a while it was at 263 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.